Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that its "clip" (hanger assembly) was broken. Analysis also noted that the output connector assembly wire was pinched and exposed, that the display wire insulation was pinched but the wire insulation was not compromised, that the display frame boss was stripped and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had a broken clip. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.